Event description:
Affiliate reported that the patient was examined in mrt for a longer period of time. After the mrt the pump showed a hardware error 11. Technical support was utilized and the pump was started without any issues.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4).

Event description:
Patient was examined in mrt for a longer period of time. Routine check had been already planned by sales rep. Last refill was the day before. Pump showed hardware error 11. Issue was discussed with technical support in (B)(4). To procedure. Pump was re-started without issues. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4).

Manufacturer narrative:
It has been communicated that the device is not going to be returned for investigation. The pump interrogation performed during field visit by means of a hardware technician key, collected data confirmed a hardware failure [11]. Based on the information provided, the pump error could be cleared and that the physician could resume the medication. The pump errors were successfully cleared and the pump program was restarted. It has been shown that the pump failure was not related to the pump hardware integrity, but most probably to a possible interference with the MRI examination onto the pump. A corrective action was implemented to avoid this defect; effectiveness has been demonstrated for pumps manufactured after the enhancement. It is not known at this point if the device was sent prior to the corrective action. In absence of the device the lot number has been provided and a review of the device history records will be performed. We anticipate that the review will confirm that the device conformed to the required specifications prior to distribution. If anything out of the ordinary is determined a follow up report will be filed. Device still implanted.